Event description:
The pt (B)(6) was implanted with one percutaneous lead. It was reported the pt experienced a fall approx four weeks ago. Since the incident, the pt does not feel stimulation. Diagnostic tests performed revealed invalid impedances on all lead contacts. Reprogramming was unsuccessful. X-rays confirmed the lead was fractured. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.